Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04 which is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2020 through (B)(6) 2022, was noted an outlier in (B)(6) 2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 19, 2022 with lot number 2243142. Visual analysis of the returned device identified fold creases, deformation, wear abrasion and white particles in device outer surface. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: - observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.